Event description:
It was reported that a faradrive steerable sheath prior to procedure to treat an atrial fibrillation (a fib) presented visible blood. At about the 30-minute mark, physician noticed faradrive sheath was bleeding back. He flushed the sheath and increased flow several times with no success. Physician proceeded to continue case with the same sheath, this was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.